Manufacturer narrative:
Ps304998 method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zelanad where it was visually inspected by trained f&p personnel. Results: visual inspection identified that the gas inlet and outlet port of the subject neopuff was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in tennessee reported that a rd900 neopuff infant resuscitator outlet port was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator outlet port was damaged. There was no patient involvement.